Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred when pump was turned on when taken out of the box. The pump was not exposed to extreme temperatures. Blood glucose level was 200 mg/dl. Customer continued to use the pump for insulin therapy and also had manual injection available.